Event description:
The account alleged the nurse call does not function. No patient impact.

Manufacturer narrative:
The tech found the versa care cable assembly is damaged. The tech replaced the versa care cable assembly to resolve the issue.